Event description:
It was reported the device was making loud noise and the lcd temperature display isolates a full degree nonstop within a second or two. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented wear and tear damaged enclosure, tank cover, and line cord. Outdated pcb, power switch, and front cover. The customer stated problem was duplicated. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information was received which included the event date and that no patient was involved.